Event description:
The wearable was inserted into the arm on (B)(6) 2024.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the wearable was inserted into the arm on (B)(6) 2024". H2 correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient has been experiencing intermittent signal loss between his cgm device and insulin pump (brand not specified). Due to the signal loss, the patient stated the insulin pump was unable to adjust his insulin doses correctly. Upon waking up, the patient felt dizzy and lightheaded. The patient¿s cgm was reading low mg/dl and the bg meter was reading 35 mg/dl (however, signal loss had occurred for over 3 hours prior to this). The patient self-treated with juice and soda, however, before it could take effect, the patient lost consciousness and fell to the kitchen floor. After approximately 5 minutes, the patient regained consciousness on his own. The patient recovered at home and did not seek any medical attention. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.